Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, there was no notable alarm such as regrasp alarm and activated multiple times. However, there was a post-operative abnormality noted the patient and so reoperation was performed, then tip of non-medtronic clip remaining on the patient was found to perforate the bile duct like a burn hole. The burn hole was sutured. It was unknown whether the device was the direct cause. The operating room nurse inquired whether there was a possibility of a burn injury that was caused by the clipping when using device. There was no problem after the re-operation.